Event description:
Information received alleged that the bed would not lower the head with CPR and would not go into etr.

Manufacturer narrative:
Technician found that the bed would not go into etr. Found a piece of gasket in the manifold. Removed the piece to resolve this issue.